Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with intermittent capture on the right ventricular lead. Upon review, the lead exhibited undersensing and higher capture thresholds. The lead was repositioned on (B)(6) 2019. The patient was in stable condition.